Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported during implantation, I noticed that the introducer had a vertical cut on the distal end. Having no other introducers available, I attempted to use the same one without success: the dilator failed to penetrate the patient's subcutis due to this cut that made the device less rigid and less sharp. The dilator did not cause damage to the patient's vein as it failed to penetrate the same. Following this, I had to use a second implant kit. No other information was provided.